Event description:
A customer reported that their pump screen was dark and would not turn on. They declined to provide their blood glucose level, so it was not reported. Technical support instructed the customer to attempt various troubleshooting steps, but the pump did not respond. Consequently, technical support arranged for a replacement pump under warranty. The customer used multiple daily injections (mdi) as a backup therapy.